Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous shunt in the forearm. A 5.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 5.0 x 40 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 0020905000 to 0020773581. Device expiration date corrected from 07/18/2020 to 06/14/2020. Device manufactured date corrected from 07/20/2017 to 06/16/2017. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded, had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material approximately adjacent to the distal edge of the distal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous shunt in the forearm. A 5.0x40.75cm mustang¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was good.